Manufacturer narrative:
UDI= (B)(4).

Event description:
It was reported that stent damaged occurred. The target lesion was located at the right coronary artery (rca). After non bsc guidewire was advance to the target lesion and a guidezilla guide extension catheter crossed the lesion, a 4.00x16mm promus premier stent was advance but failed to pass through the proximal portion of the guidezilla. The devices were removed and another non-bsc guide wire was advanced. The guidezilla was readvanced and the promus premier stent was then reinserted but still failed to advance through the guidezilla. Another attempt was made to advance the stent and it was noted that the stent got buckled. The procedure was completed using an non-bsc guide extension catheter and a non-bsc stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was severely damaged with stent struts distorted, overlapping and bunched. The stent moved on the balloon 10 mm proximally. The distal edge of the bumper tip of the device was damaged. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings evident on the exposed distal part of the balloon wall. A visual and tactile examination found several kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damaged occurred. The target lesion was located at the right coronary artery (rca). After non bsc guidewire was advance to the target lesion and a guidezilla guide extension catheter crossed the lesion, a 4.00x16 mm promus premier stent was advance but failed to pass through the proximal portion of the guidezilla. The devices were removed and another non-bsc guide wire was advanced. The guidezilla was readvanced and the promus premier stent was then reinserted but still failed to advance through the guidezilla. Another attempt was made to advance the stent and it was noted that the stent got buckled. The procedure was completed using an non-bsc guide extension catheter and a non-bsc stent. No patient complications were reported and the patient's status was fine.